Event description:
Metal rod broke/cracked and fell/loose in mouth - oral-b toothbrush [device breakage]. Case narrative: consumer called and stated that the metal rod in the toothbrush suddenly broke and fell into the mouth while brushing. No injury was reported. Follow up: 27-oct-2025: updated maltese codes received. No injury was reported.

Manufacturer narrative:
27-october-2025 product investigation results: complained product will not be not available.

Event description:
Metal rod broke/cracked and fell/loose in mouth - oral-b toothbrush [device breakage] . Case narrative: consumer called and stated that the metal rod in the toothbrush suddenly broke and fell into the mouth while brushing. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.